Event description:
A caller reported that a cgm error 42 occurred, which was related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in a successful sensor session without further display of the error code.